Manufacturer narrative:
Concomitant medical products: d354drg implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. Information received reported the patient fainted at home, emergency services were contacted and the patient was shocked by an external defibrillator. High rate non-sustained noise was recorded the by the device. A lead integrity alert (lia) was triggered due to noise and sensing integrity counter (sic). Ventricular undersensing was also reported with small r wave amplitude. The patient was declared brain dead, all cares were stopped and the patient died. The cause of death was reported as ventricular fibrillation (vf).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.